Event description:
It was reported that during a ptca procedure to treat a totally occluded in-stent restenosis, the guide wire was only able to cross the proximal portion of the lesion. The guide wire was torqued in an attempt to cross the lesion. The guide wire was removed, and fluoroscopy revealed the tip of the guide wire remained in the coronary. The procedure was stopped, leaving the vessel occluded. The separated portion of the guide wire remains in the pt's artery.